Event description:
User alleges leakage of the warm water from the triple-lumen tubing to the infusion line. Pt blood was observed inside the triple-lumen tubing and in the warm water tank. Pt being monitored and no injury reported.